Event description:
It was reported that the cp1110 y battery charger was burnt (specific date not reported). A new replacement battery charger were sent to the patient. No reports of patient injury are associated with this event.